Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, four months, and twenty-two days post a port placement via the left subclavian vein, the port catheter was allegedly fractured. It was further reported that the fractured catheter fragment had allegedly migrated into the patient¿s right ventricle. Furthermore, the fractured catheter fragment was allegedly unable to be retrieved upon removal. Reportedly, the port system was removed and the physician performed an additional procedure to retrieve the fractured catheter fragment from the patient¿s right ventricle. The current status of the patient is unknown.